Event description:
It is reported that the pt was revised due to the cup loosening.

Manufacturer narrative:
Neither x-rays nor surgical notes were provided for review; therefore, component fit and orientation per the surgical technique cannot be assessed. Rehabilitation protocol and adherence thereto is unk. It is unk if any unreported traumatic event has contributed to the component loosening. From the information provided, a definitive root cause cannot be determined. Review of the device history record did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.